Manufacturer narrative:
The product investigation was completed. Device evaluation details: the smart touch unidirectional product was returned to johnson and johnson medtech for evaluation. A visual inspection and deflection evaluation of the returned device was performed following johnson and johnson medtech procedures. Visual analysis revealed a hole in the pebax. Deflection testing was performed, and the deflection mechanism failed specifications due to the puller wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device 31350010m number, and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause of the puller wire broken cannot be determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson and johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.